Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The review confirmed the presence of can comm timeout flags immediately following the pulse delivery. These flags do not indicate a device malfunction that would have caused the defibrillation event. These flags indicate that there was a loss of communication between the monitor and belt, likely due to disconnection of the belt. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Evaluation of the belt indicated no issues with the belt connection or its ability to communicate with the monitor. The cause of the belt/monitor communication issues was likely due to the patient's removal of the device during the treatment event. The investigation into the event concludes that there was no device malfunction contributing to the defibrillation event. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use by the patient, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detections as multiple counting of a low-amplitude signal. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll on 06/16/2016 to report that a patient experienced an inappropriate defibrillation event. Multiple counting of a low-amplitude cardiac signal contributed to the false detection. The patient was in a rehabilitation facility with a nurse present and was conscious at the time of the event. It was reported that the patient pressed the response buttons prior to the treatment, however, the patient's husband at one time reported that the patient had not been able to press the response buttons before it treated her and that the patient "tore" the lv off after the treatment and threw it across the room. During a follow up with the patient it was reported that the patient was confused about how to press the response buttons and may have only been pressing one response button. It was also reported that the patient had recently had a traumatic brain injury and had slurred speech. Review of the event indicates that both response buttons were not pressed during the entire treatment event. Per the downloaded software flag data, at the same time as the treatment delivered, the device recorded can comm timeout flags, indicating that the belt was no longer communicating with the monitor. The cause of the can comm timeout flags were likely caused by the patient's removal of the device during the event. The patient was transferred to a hospital following the event. The patient initially requested to end use, however the patient's doctor indicated that the patient later changed her mind. The patient continued use of the device.